Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, where the sheath had been inserted, the patient experienced "massive" bleeding from the right femoral region. The patient had to remain in the hospital for an extended period of time. Bleeding was controlled by applying pressure to the area, no surgical intervention or blood transfusions were required. It was additionally reported that the bleeding had completely resolved at five days post procedure. The procedure was able to be completed with cryo. No further patient complications have been reported as a result of this event.